Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens did not fold and the lens came out flat. So it was unable to be insert into the eye. The surgery was completed on the same day using another lens and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. The device with the lens was returned in the blister tray in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was advanced to the fill line and has overrode the lens. The lens was located at mid-nozzle. The trailing haptic was misfolded and broken in the gusset area with the distal area located on the optic anterior surface. The leading haptic was misfolded, extended on the plunger and broken in the distal area. The distal area was oriented toward the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. A plunger override was observed. The haptics were misfolded and damaged. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).